Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since two screws placed with the aid of navigation (into right side of l3-l4) were not placed as intended and therewith could, in a worst case scenario, lead to harm of the spinal cord and/or main blood vessels, although: there is no indication of a systematic error or malfunction of the brainlab device corresponding measures to reduce this anticipated risk as low as reasonably practicable are already in place the incorrectly placed screws could be successfully removed and replaced (with the aid of navigation) according to the hospital there are no negative clinical effects for this patient due to this issue. According to the results of technical investigation and the information provided by the hospital, it can be concluded that the root cause for the reported inaccuracy can be attributed to a relative movement between navigation reference array and the vertebra to be operated on, leading to a shift between the virtual display of the image dataset and the actual patient anatomy. The most probable reasons for the relative movement are: a movement of the navigation reference array on the bone, which is supported by the fact that the bone fixator pins (which are intended to securely fixate the navigation reference array on the patient's bone) were not fully threaded in, and according to the hospital the reference array has been bumped by the scrub nurse during the procedure. A movement of the patient anatomy (vertebrae) to be operated on, which could not be compensated by the navigation device, since the navigation reference array was not attached on the bone to be operated on (lumbar vertebrae l3-l5) but on the iliac crest. This is supported by the fact that it can be seen in the scans performed during the procedure, that the spine had a slightly different curvature between initial and verification scan. Apparently the resulting shift between virtually displayed data and the actual patient anatomy was not detected during the required accuracy verification to be performed by the user. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A spine surgery on l3-l5 was planned to be performed with the aid of brainlab navigation system spine & trauma 3d version 2.6 during the procedure the surgeon: attached the navigation reference array to the iliac crest performed an intraoperative scan with the airo CT scanner, that was automatically matched by the navigation system with the current patient anatomy (automatic image registration) verified the accuracy of the registration and determined it to be appropriate placed screws in each level (l3-l5) with the aid of navigation performed a CT scan (that was automatically matched by the navigation system with the current patient anatomy) to verify screw placement detected that the screws on the right side of l3-l4 were not placed as intended removed and replaced the screws on l3-l4 with the aid of navigation performed another CT scan for verification and determined the screw placement to be successful according to the hospital there are no negative clinical effects for this patient due to this issue.